Event description:
The customer contacted physio-control to report that their device displayed a service wrench during a patient event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device had logged an event code in its memory code which is related to a potential failure of the device to deliver defibrillation energy. Physio observed the device was unable to deliver therapy. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the therapy cable and the main keypad assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device displayed a service wrench during a patient event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device had logged an event code in its memory code which is related to a potential failure of the device to deliver defibrillation energy. Physio observed the device was unable to deliver therapy. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.